Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon investigation the response buttons were non-functional. The cause for the non-functional response buttons was unable to be positively identified but was likely contamination at the j1004 and j1005 connectors. The root cause for the contamination was unable to be positively determined, but was likely the result of corrosion from ingress of an unknown liquid. No adverse event resulted from the monitor's defective response buttons. The patient received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor response buttons were not working. The pt was issued a replacement monitor.